Event description:
The customer reported obtaining discrepant creatinine dilution results involving the beckman coulter au5400 clinical chemistry analyzer. The customer reported that a result of 8.85 mg/dl was obtained for a patient sample. The customer stated that the laboratory performs dilutions on all creatinine results above 8.0 mg/dl and the sample was repeated and recovered a diluted repeat result of 4.03 mg/dl. The diluted result of 4.03 mg/dl was not reported out of the laboratory. The customer reran the sample on an alternate analyzer and recovered a creatinine result of 8.31 mg/dl with a diluted repeat result of 7.39 mg/dl. Beckman coulter made several attempts to request for data but were not provided by the customer.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the sample probe, reagent syringe, and sample syringe. The fse continued to troubleshoot the system and replaced the s2 sample solenoid valve to resolve the issue. Failure mode is attributed to a failed s2 sample solenoid valve. (B)(4).